Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that after initial endoscopic holmium laser enucleation of the prostate (holep) procedure and before patient discharge, the patient experienced hematuria. There was no relationship reported between the hematuria and the device itself.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that, after initial endoscopic holmium laser enucleation of the prostate (holep) procedure and before patient discharge, patient experienced hematuria. The procedure was completed successfully. There was no relationship reported between the hematuria and the device itself.